Event description:
It was reported that patient underwent total hip replacement in early 2008, in which she received a durom cup acetabular component. Post-op, patient has been experiencing pain and her doctor recommended revision, which is not yet scheduled.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.